Event description:
Two areas of breakdown on upper inner lip (mid and left) related to patient's teeth and intubation securement device (etad (endotracheal tube attachment device)) on upper lip. Site confirmed as a medical device related pressure injury. Hollister etad device - newest version. Hollister rep aware with an ongoing issue communicated - plans to return to using the prior device.